Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) device investigation results. The device was returned to the OEM for investigation. The investigation was unable confirm the reported device issue. A visual inspection on the device found limited damage to the distal section and was found relatively in good condition. The guidewire did not show any evidence of unraveling. The guidewire device was likely damaged from a cut into the pebax tip upon insertion over a sharp edge. In addition, a device history review was performed and found no deviations or irregularities. The production of the reported lot was done according to standard specifications.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the event cannot be determined at this time. However, this type of guidewire damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the guidewire." Inspect the device for any visible damage such as kinks, unwound coil, abrasion at the tip etc. Carefully and slowly withdraw the guidewire from the patient to avoid any damage. The tips of some metal instruments may cause the coating material on the guidewire to be scraped off under conditions of sharp bending or kinking. If this occurs, it is recommended that any fragments of the outer coating material be removed. While advancing or withdrawing any coated guidewire, avoid sharply bending or kinking the portion of the guidewire that extends beyond the instrument.¿

Event description:
Olympus was informed that during an unspecified procedure, as the surgeon began to withdraw the guidewire the distal end began to unravel in the patient. The user facility reported no device fragment from the guidewire or the guidewire's insulation fell inside the patient. The surgeon was able to retrieve the guidewire without intervention. The intended procedure was completed with the same guidewire. The procedure was delayed 5 minutes. There was no patient injury reported.